Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a guide wire tip detachment occurred. The 85% stenosed lesion was located in an unspecified mildly calcified and mildly tortuous vessel. The distal tip of the pt2 guide wire was broken inside the proximal left anterior descending (lad). An attempt to retrieve the wire is not specified. The pt's condition is reported as "stable".

Manufacturer narrative:
The device has not been rec'd for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.